Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient states that the device does not power on, no light no air. A device was returned to a third-party service center. During the evaluation of the device, the device has traces of burn and pca is damage. In addition, the inlet /outlet seal is missing. Heater plate with contamination, pca is damage, air outlet port with contamination, blower box with contamination. The device was routed to scrap, at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.